Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began at the ¿end of (B)(6) 2013¿. The patient manages her diabetes with oral medication (metformin, glipizide) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, 2-3 weeks after the alleged issue occurred, she developed symptoms of ¿frequent urination and tiredness¿. At an unspecified time on (B)(6) 2014, the patient claimed she contacted emergency medical services (ems) and was treated with ¿IV fluids¿. At an unspecified time on (B)(6) 2014, the patient mentioned she was tested with an ER/hospital meter and obtained a reading of ¿220 mg/dl¿. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.